Event description:
It was reported that this right ventricular (rv) lead exhibited noise, an out of range intrinsic amplitude measurement, and increased threshold measurements. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).